Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) patient's thresholds appeared to be pacing rate dependent (increasing pacing rate increased the pacing thresholds).